Event description:
Philips received a complaint by the customer on the v60 indicating that the error for backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for backup alarm failure had occurred. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) printed circuit board assembly (pcba) to order and replace. The customer stated they would check with their department on what they would like to do with the unit. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error for backup alarm failure had occurred. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) printed circuit board assembly (pcba) to order and replace. The customer stated they would check with their department on what they would like to do with the unit. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.